Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer had a car accident due to the low. The customer was given d50 to treat. The customer experienced symptoms such as loss of consciousness and memory loss. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also requested a meter. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The initial report and or supplemental report had the incorrect aware date. The correct aware date is july 2, 2018.(B)(4).